Event description:
New information received noted that the insulation anomaly was discovered during routine device change out procedure. No electrical anomalies were observed. The patient remained stable before, during, and after the procedure.

Manufacturer narrative:
Correction: b1 - product problem should only have been selected, b2 - no outcomes attributed to adverse should have been selected, h1 should have been malfunction not serious injury.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator changeout procedure. Upon review, the right atrial lead exhibited an insulation anomaly. The physician capped and replaced the lead on (B)(6) 2020.